Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to perform a full planned maintenance and test the equipment. The motion batteries, 4 gantry rollers, and both x-ray battery charger boards were replaced. The j7 was damaged upon arrival and the damaged connectors were repined. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that during a planned maintenance on the imaging system it was discovered that the j7 was damaged upon arrival and the damaged connectors were re-pinned. There was no patient involved with this concern.